Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the device at the customer site and repaired the IV pole by adjusting the bag suspension mechanism. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer fixed the IV pole. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be loose IV pole set screw.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and repaired the IV pole by adjusting the bag suspension mechanism. Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.